Manufacturer narrative:
Continuation of d10: product ID 978b128 (lot: va28dr9); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing return of baseline symptoms; urinary incontinence, urinary frequency urinary urgency urinary retention (cannot urinate). The patient came to the office with complaints that the spinal cord stimulator was working fantastically from 2020 to 2023. In 2023 they were implanted with another spinal cord stimulator. Ever since the implant day of the spinal cord stimulator the ins system has not worked, and even with multiple programming changes has not improved. Patient (pt) did say that they did turn off the spinal cord stimulator for a week with no return of the ins device functioning how it did.